Manufacturer narrative:
No lot # provided. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that a patient contracted a fungal infection after receiving an epidural injection using a bd general use sterile hypodermic needle. The patient had an epidural injection on (B)(6) 2017 and went to the ER with low back pain on (B)(6) 2017. An MRI confirmed an epidural abscess. The patient had surgery to remove and culture the abscess and underwent rehab. The patient is reportedly doing well at this time.